Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 94950 with the incident lot was not observed.

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set were having air bubbles , no report of medical interventions or serious injury.